Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that when a representative (rep) turned the stimulation on (B)(6) 2017, it was on ¿high¿ and it gave the patient a shock in their right leg. The patient was to follow-up with their healthcare professional (hcp). No further complications were reported. Follow-up was conducted.